Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system in chapter 3 preparation and inspection. Inspection of the endoscope -inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function] -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (connection error code) was confirmed due to a cut on the charged coupled device (ccd) cable, a b31 scope communication error occurred. In addition to the foreign objects in the nozzle, additional evaluation findings are as follows: due to a pinhole on the channel tube, there was water leakage, the connecting tube had a dent, the adhesive around the light guide lens was peeled, the scope connector cover unit was sticky, the scope connector had corrosion, the universal cord was sticky, the up/down knob had corrosion, the control unit had discoloration, and the control unit had corrosion. Due to clogging of the nozzle, the water and air supply volume did not meet the standard value, the play of the up/down knob and the bending angle in the up direction were out of standard value, the scope ID was not displayed, and the scope connector was dirty due to water leakage. The following components had scratches: the grip, the plastic distal end cover, the scope connector, the free/engage lever, and the control unit. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a gastrointestinal videoscope, there was a connection error code. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.